Manufacturer narrative:
Subject device has been received and a service and repair evaluation was performed. The investigation of the complaint articles has shown that: the customer reported the tip broke. The repair technician reported the tip of the forceps broke off. Tip broken is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: this complaint is confirmed. The returned forceps were received with the distal tip of one jaw broken off. The broken portion was not returned. The missing portion is approximately 15mm long. A visual inspection under 5x magnification, device history record (DHR) review, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Per the technique guide, this device is an instrument contained within the large fragment locking compression plate (lcp) set. A review of the current design drawing / manufactured revision was performed. The device is manufactured from 420a stainless steel and heat treated. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. No service history review can be performed as part number 399.051 with lot number(s) a7na14/4761314 is a lot/batch controlled item. The manufacture date of this item is april 26, 2004. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. The actual (B)(4) lot is a7na14 which corresponds to a manufacturing date of week 14 in 2004. However the device history record review cannot be performed due to the age of the instrument (over 12 years old). The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation (orif) of a right distal tibia, the tooth of the reduction forceps snapped in half while the surgeon was performing the initial reduction. The broken piece was retrieved and another device was readily available. There was no delay in the surgery. The patient was implanted with a medial distal tibia plate and an unknown number of screws. The remainder of the surgery went as planned and the patient was reported as being stable. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Patient initials and dob provided for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. Updated information on patient's ID/initials, gender and dob was received on 26jul2016, not 16aug2016. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.